Event description:
The complainant reported the rotator broke during a left ventriculogram procedure. The thread of the rotator body seems broke but still attached. The o-ring is out of the threaded housing.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed; the rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The root cause of the malfunction is attributed to failure of the adhesive bond between the rotator housing and the rotator collar. Potential corrective actions are being evaluated. Complaint data will be monitored to verify effectiveness of corrective actions taken. Evaluation: other, device history record was reviewed.